Event description:
The olympus (omsi) field service engineer (fse) became aware that the customer visera elite ii video system center ¿stopped working during a cholesectomy procedure today¿. The intended procedure was completed using a similar device without any delay. No death, injury or harm was reported. The fse checked the machine and found the front panel touch screen blacks out intermittently.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center was unable to replicate the user event. The device had minor corrosion on the rear panel and minor scratches on the top cover and front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.